Event description:
The customer alleges the scooter started going in reverse and ran into a stove; the customer sustained a cut requiring an ER visit.

Manufacturer narrative:
Device eval anticipated but not yet begun. A follow up report will be submitted upon completion of investigation.